Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw tip of the liner trial broke during surgery.

Manufacturer narrative:
Examination of the returned trial liner confirmed that the snap ring/screw component is broken out. The investigation did not identify any problem related to design, material or manufacture that would contribute to the reported issue. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.